Manufacturer narrative:
Date of birth - the patient is in his 60's. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 8fr angio-seal foot plate did not deploy out of the sheath, thus the device never was deployed, and manual pressure was applied. Additional information was received on 31oct2019. The type of procedure that was being performed was a stroke procedure. A 9fr procedural sheath was used. A pre-deployment angiogram was performed. The foot plate never exited the sheath. The device clicked together.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. One used 8fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.